Event description:
The lay user/patient in france contacted lifescan (lfs) in 2008 and alleged that a one touch ultra meter was giving inaccurate high results. The medical affairs specialist (mas) sent the follow-up question to the customer service agent (csa) to ask the patient and verified the following information. The patient indicated that he had doubts about the meter results since the previous month. On the day after the original date at around 9.30 am, the patient reportedly received a blood sugar reading around 200 mg/dl. He normally takes 9 units of novorapid insulin every morning if his readings are between 80 mg/dl and 130 mg/dl, and he is advised by his doctor to take additional 1 unit of insulin for every 10 mg/dl increment from 130 mg/dl in his blood sugar. However, the patient took additional 10 units of novorapid, a total of 19 units, that morning when he saw a reading of 200 mg/dl instead of 7 additional units. He had eaten normal amount of breakfast that morning. At around 11.30 am, he allegedly suddenly passed out without any other hypoglycemia symptoms when he was at work. The emergency medical team (emt) was called. The emt tested the patient's blood sugar and reportedly received a result of 23 mg/dl. The patient was treated with a glucose injection and regained consciousness. He mentioned that he felt better after that, but he was feeling tired that day. The patient also mentioned that his blood sugar readings had been normal on september 2, 2008, the day before the incident. He had received a reading of 86 mg/dl at night on original date. The customer service agent (csa) verified that the patient was using correct technique to test and to clean the puncture area, the unit of measure was set correctly, the sample was collected from an approved source, and the patient was reading the meter right side up. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient allegedly received a result of 200 mg/dl and administered a higher amount of insulin and later, allegedly passed out and had to be treated by the emt. Diabetes care management: the patient tests his blood sugar about six times daily, before and after each meal. He takes 9 units of humalog before breakfast, 18 units of humalog mix50 before lunch, and 20 units of humalog before dinner. These dosages are set if the patient receives blood sugar reading between 80 mg/dl and 130 mg/dl. If his blood sugar reading is lower than 80 mg/dl, he reduces insulin dosage by 1 unit for every additional 10 mg/dl result. And if his blood reading is higher than 130 mg/dl, he increases insulin by 1 unit for every additional 10 mg/dl result. He also takes a set dosage, 42 units of lantus insulin at around 10:00 pm.

Manufacturer narrative:
Lifescan has requested the return of the subject product for evaluation, but has not yet received it. If the product will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.